Event description:
The international distributor reported the ventilator shut down due to a +12/24 volt failure. There was no patient harm reported. Upon recommendation from the manufacturer, the distributors service technician will replace the sensor pcb board and main harness cable to address the reported problem.